Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was confirmed. When the angled reamer handle was attached to a power tool and rotated, it was observed to wobble and ream eccentrically, which is not intended. Upon closer examination, the power adaptor appears to be slightly bent. There was wear observed on the power adaptor that was consistent with repeated intended use. There was also material deformation in the form of lines throughout the tri-flats and dimples on a few portions of the power adaptor, neither of which are consistent with intended use. This deformation may indicate that the adaptor was attached incorrectly to a power tool (not provided by viant) or that the adaptor was attached to an incorrect power tool (not provided by viant) however that is unknown. The worn and deformed power adaptor is contributing to the wobbly/eccentric reaming. Additionally, upon closer examination of the reamer attachment coupling, it was observed that the weld in the center of the coupling was fractured all around. This weld fracture was not reported by the customer. Use of this angled reamer handle with a weld fracture is not the intended use of the device. Instructions for use (IFU) state, "visually inspect for damage and wear." This weld fracture is leading to the reamer attachment coupling being looser than intended, which may result in the reamer not being held completely secure in the reamer attachment coupling. This may also be contributing to the wobbly/eccentric motion, however that is unknown. Other observations: there were many signs of wear in the form of scratches, nicks and gouges throughout the complaint sample; there were scratches/gouges observed inside the tube half that encases the plastic bearing, cause by the u-joint rubbing against the inside wall(s) of the tubes. This would likely be further exacerbated by a drive chain reaming eccentrically; the returned complaint sample was etched per applicable drawings. The handle was etched with lot number 3122185-11, while the drive chain and tube halves were etched with lot number 3053327-14. The applicable device history records (dhrs) were reviewed. No discrepancies were discovered. This complaint sample had experienced approximately 3.16 years of use. It is unknown as to how many surgical procedures (cycles) this complaint sample had gone through throughout its life in the field. In summary, the reported event is confirmed. The angled reamer handle rotates in a wobbly/eccentric motion which is not intended. The angled reamer handle is worn, in specific the power adaptor is worn and deformed and may be slightly bent, which is contributing to the unintended motion. Additionally, the reamer attachment coupling is looser than intended due to the weld in the center being fractured all around. This may also be contributing to the unintended motion, however that is unknown. No further investigation is required. H3: updated to yes. H6: updated results and conclusion codes.

Manufacturer narrative:
The complaint sample was received for evaluation, however the investigation has not yet begun. Once the investigation is complete, a follow-up medwatch 3500a emdr will be submitted. Complaint information received from distributor, (B)(4).

Event description:
It was reported during a procedure that the offset reamer handle had an unacceptable amount of play/wobble in handle. No adverse events nor patient consequence were reported as a result of the malfunction and the procedure was completed successfully.